Event description:
It was reported that the c700 cockpit rebooted losing connection to the (ics) infinity central station. The staff reported it took about two minutes to come back online. The m540 bedside monitor also froze and needed to be restarted. The c700 shutdown again after the restart. The staff performed a hard shut down and restart, which has resolved the issue there was no report of adverse patient impact.

Manufacturer narrative:
The infinity acute care system (iacs) cockpit logs provided were reviewed and show a user-initiated shutdown at 10:42 and that the device was in standby mode from 10:46 to 15:17 on (B)(6) 2024, but there was no reboot entries identified for either the cockpit or the associated m540. It was confirmed that the correct bed logs were received, and the correct date of event was provided ((B)(6) 2024 at 15:17). The involved m540 patient monitor was returned to draeger for evaluation and the reported freeze could not be reproduced. As a precaution the main board was replaced, and the device was returned to the customer. No further issues have been reported. As the reported reboot and freeze could not be verified, no root cause could be determined.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the c700 cockpit rebooted losing connection to the (ics) infinity central station. The staff reported it took about two minutes to come back online. The m540 bedside monitor also froze and needed to be restarted. The c700 shutdown again after the restart. The staff performed a hard shut down and restart, which has resolved the issue there was no report of adverse patient impact.